Manufacturer narrative:
The reported events were lead dislodgement and failure to capture. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. The reported event of failure to capture was not confirmed. Visual examination of the lead did not find any anomalies except for procedural damage. X-ray examination of the lead did not find any indication of conductor fractures. Electrical testing found an internal short between the inner coil and outer coil conductor paths due to the procedural damage. After cutting the lead, cleaning the distal portion of the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The measured helix extension length was within specification.

Event description:
It was reported that a patient presented to clinic for routine follow up, the device was interrogated and showed loss of capture on both atrial and ventricular channels. It was confirmed via fluoroscopic that both atrial and right ventricular (rv) leads were dislodged and migrated into the device pocket. The physician elected to explant both atrial and right ventricular (rv) leads and implanted new leads at both positions on (B)(6) 2025. The patient was stable throughout.

Manufacturer narrative:
DHR was reviewed and found to be complete. The product passed all quality control tests prior to its distribution.